Event description:
Hcp reports pump is possibly defective. Patient has had increased pain and there has been excess medication in the reservoir at refill on several office visits. Two myelograms were done-unknown dates of results. Two rotor studies ( and boluses) done which showed no drug infusing out of the pump. The pump was explanted and returned to the manufacturer for analysis. The patient was reported to have "no change in symptoms." The pain rating at last office visit was a 10 out of 10.